Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electro surgical unit (iesu) [erbe] to resolve the issue. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and reproduced the customer reported issue, "error c-34 on energy device." The unit was placed on an in-house system and was run in normal mode. Fa also noted error(s) c-54/c-00 were present in the error log.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system reflected error c-34 message on the integrated electro surgical unit (iesu) [erbe]. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs and confirmed error(s) c-34 and c-54. The customer performed all the suggested troubleshooting steps, but the issue persisted. The customer had an external energy device to continue the surgery; but, the cable instruments were not compatible with the da vinci system. The procedure was converted to another da vinci system. There was no report of patient harm, injury, or adverse outcome.